Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that per the customer, after the transducer was cleaned and ready to be used, it was connected to the ultrasound system. As soon as the transducer was connected, a usacquisitionhw_31 error message was displayed. There was no patient or user injury reported. No additional information was provided.